Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The debris in the nozzle is a white bristle like material. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault water/air volume is out of standard, water removal is out of standard, adhesive around lg (light guide) lens and ob (objective lens) worn. Lifting distal end adhesive. Insertion tube has minor marks: down angle is out of specification. Up/down angle play. Electrical safety test is out of specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device air/water nozzle blocked with foreign debris. The issue found during device maintenance. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that white bristle material such as bristles from a cleaning brush were damaged and debris entered the air/water channel, clogging the nozzle. Repeated use of a single use brush may cause bristles to dislodge from the brush head. The root cause of how the bristles remained in the device could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material from clogging the air/water channel: "preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t)_ inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Single use combination cleaning brush (bw-412t) check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.